Manufacturer narrative:
The insulin pump alarmed button error followed by unresponsive buttons due to corroded keypad traces. No display ramping on its own anomaly noted during testing. Traces of moisture were noted at lcd board assembly per visual inspection. The insulin pump was received with cracked case at display window corners. The insulin pump was received with scratched lcd window. Note: this is a remediation. Medtronic diabetes implemented revised reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised reportability criteria.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer reported that she received a button error alarm. The customer reported that there was fluid under the lcd display. The customer's blood glucose was 547 mg/dl at the time of incident. The customer stated that she treated the high blood glucose with manual injection. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.